Manufacturer narrative:
The reported slda/incomplete coaptation and expulsion (complete clip detachment) could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda and subsequent expulsion per the physician was related to the thickened aml and the location of the main jet and is therefore related to patient conditions. Embolism/embolus and foreign body in patient were related to the clip completely detaching from both the leaflets (expulsion). Embolism is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention, delay to treatment/therapy and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, a second additional xtw clip was implanted. However, the first clip detached from the posterior leaflet, and embolized to the left ventricle (lv), causing a clinically significant delay in the procedure. The clip became caught and remained in the posterior chordae. Mr reduced to a grade of 2-3.